Event description:
It was reported to philips that the device showed "shock not delivered". There was no reported adverse patient impact. There was no report of any clinical actions taken to prevent serious injury or death.